Event description:
The customer reported that the system would not capture fluoroscopic x-rays and displayed an error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Parts are ordered and need to be replaced to resolve the cassette movement issues. No conclusion can be drawn as repair info is unavailable and no add'l service info was provided.